Event description:
Caller reported that a malfunction occurred on the pump, with a code displayed as malf 0. There was no adverse impact on the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.